Manufacturer narrative:
The reported event of could not tighten the setscrew to fix the lead was confirmed. Analysis revealed the user of the torque wrench during the implant procedure made a number of incorrect wrench insertions in trying to engage and tighten the setscrew. The problem was caused by the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported, that the patient presented for an implant procedure, during the procedure, the pacemaker right ventricular set screw could not be tightened. The pacemaker was removed and replaced. The patient was in stable condition.